Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-ray battery charger and batteries were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger for the x-ray batteries has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while performing a planned maintenance (pm) on the imaging system, the x-ray batter charger was outside of intended voltage values at two pins and that the x-ray batteries failed electrical/visual inspection. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The battery charger was returned to the manufacturer for evaluation. After visual and functional testing methods it was confirmed that there was an electrical failure, the battery charger was found to be defective.